Manufacturer narrative:
(B)(4). (Method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.

Event description:
A patient was examined feet first supine with the torso xl coil positioned around the hips. After the examination a second degree burn was observed on the arm of the patient. No padding was used to separate cables of the coil from the patient. Several scans with high sar values were preformed. Investigation is still ongoing, final report will follow.